Event description:
The complaint is reported as: physician was going to insert a 5 lumen central line into the patient's right jugular vein. He connected the needle to the raulerson syringe and inserted the needle into the jugular vein. On withdrawing blood back to confirm the needle position he noticed that he is only withdrawing air and on further inspection he noticed that the needle hub was cracked, and this caused the air to enter the syringe. He discarded the syringe into the sharps container. A jelco needle was used to enter the vein and procedure continued without further incident. No patient harm reported. The patient's condition was reported as critical, unrelated to the needle. It was reported treatment was delayed about 1 minute.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: physician was going to insert a 5 lumen central line into the patient's right jugular vein. He connected the needle to the raulerson syringe and inserted the needle into the jugular vein. On withdrawing blood back to confirm the needle position he noticed that he is only withdrawing air and on further inspection he noticed that the needle hub was cracked, and this caused the air to enter the syringe. He discarded the syringe into the sharps container. A jelco needle was used to enter the vein and procedure continued without further incident. No patient harm reported. The patient's condition was reported as critical, unrelated to the needle. It was reported treatment was delayed about 1 minute.